Manufacturer narrative:
Investigation is ongoing. Device was discarded at hospital.

Event description:
As reported by the field clinical specialist, during a transseptal transcatheter mitral valve replacement procedure, the esheath+ liner punctured in the middle of the sheath during advancement of the delivery system. No difficulty or resistance was experienced inserting the delivery system through the sheath. However, the wire buckled, and as the operator was advancing, they could tell the wire was out of the sheath liner with the 29 mm sapien 3 valve. All the devices were safely removed from the patient and replaced. The new 29 mm sapien 3 valve was successfully implanted. The patient did not experience any injuries. The physician believes the root cause of the liner puncture in the esheath+ was due to not having tension in the wire and allowing the wire to have "slack".

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component code, corrected h.6 type of investigation, corrected h.6 investigation findings, corrected codes in h.6 investigation conclusions (the following codes were removed: conclusion not yet available and known inherent risk of device). The esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Relevant imagery was not provided for review. Additionally, as no work order was provided, a device history record review and lot history review were unable to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to insert delivery system into sheath. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The esheath+ liner puncture event was unable to be confirmed without the return of the device or relevant imagery. Patient factors such as calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Additionally, tortuosity can create suboptimal angles during delivery system advancement through the sheath. The delivery system can potentially catch on to liner of the sheath and lead to liner tears during advancement or upon removal. However, as no product nor relevant imagery were returned, there is insufficient information available to suggest what may have contributed to the complaint event. Therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.